Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced hypoglycemia and a loss of consciousness. Customer presented at the hospital and, after obtaining an unspecified lab test result, the customer was administered glucose by a hcp for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced hypoglycemia and a loss of consciousness. Customer presented at the hospital and, after obtaining an unspecified lab test result, the customer was administered glucose by a hcp for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensors electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.